Manufacturer narrative:
Two graft segments were received and visually inspected: one measured 11cm and was visibly stained with dried blood; the other measured 20cm and showed obvious signs of being burned/melted. The burnt section measured approx 4cm x 2cm. There was also evidence of melted polyester material within the inside of the graft. Following our investigation, since it was reported that a high temperature cautery device was used to cut the graft, which is contrary to what is stated in the instructions for use, our conclusion to the probable root cause is user error. The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch. Not device related.there is no increase in the frequency or severity as indicated via an anticipated or known failure mode based upon risk documentation and/or historical trending.

Event description:
Reported via a fax of voluntary report. It was reported that the device, hemashield platinum vascular graft, was being implanted for an ascending aortic dissection repair procedure. While the physician was cutting the device to the required length, using a surgical cautery, the device caught fire/flamed up. A quarter size portion of the melted graft made contact with the pt's loban covered abdomen. The cooled portion of graft material remained on the loban cover. The physician then wet the graft and attempted to cut another piece, at which time it flamed up again. Add'l info received on 3/3/2008: the event date and procedure date was in 2008. The pt suffered a small burn from the molten graft material. The pt's current condition has not been reported at this time. The type of cautery device used to cut the device has not been reported at this time. Add'l info received on 3/5/2008: the surgical cautery that was used to cut the graft was a high temperature device, contrary to the device's instructons for use.